Event description:
Boston scientific received information that during a change out procedure, when the new cardiac resynchronization therapy defibrillator ((B)(4)) was connected to this right ventricular (rv) lead, there was normal pacing in ddd and ddi modes. However, when the device was programmed to vvi there was no capture, and asystole of greater than two seconds was observed. The lead connection appeared normal and other tests yielded acceptable results. Another crt-d device ((B)(4)) was attached to this lead, and again, the same issue was noted. It was then determined that the physician had not pulled the legs of the leads out fully to reveal the yoke, and inadvertently had the leads reversed in the header. The right atrial (ra) lead was plugged into the rv pace/sense port, and the rv lead was plugged into the ra port for both generators. The leads were connected correctly to the n141 generator, the pocket was closed, and no further issues have been noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.